Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 350s-range mg/dl (customer's compact plus) and 150s-range mg/dl (wife's compact plus). No actions taken based on device results. No adverse event reported. Wife's meter's information was not readily available; therefore, no additional case was created for her meter. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled", "pacer fault", "paddle fault", "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.